Event description:
The pt was implanted with a synchromed el implantable infusion pump in 2000 for the treatment of intractable spasticity. Pt reported symptoms of weight loss, headache, numbness in hands and face, trembling, weakness, kidney pain, diarrhea, clumsiness, phantom pain at pump area and electrical shocks inside abdomen. The health care professional reported the pt had "a headache which was likely secondary to csf leak at time of pump implantation. The pump was eventually removed as the pt derived no benefit, had increased dystonic spasms." The health care professional reports the pt has gradually returned to near baseline.